Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire could not be advanced or withdrawn through the catheter. The physician did not believe tissue was caught in the device and said it felt like a "mechanical force had clamped down". The catheter and wire were withdrawn through the sheath. The wire could not be removed outside of the patient's body, so the catheter and guidewire were both replaced. The procedure was successfully completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted dried blood that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. With some force the investigators were able to remove the guidewire and tissue from the catheter, after which a new guidewire was successfully advanced and : based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of a bodily substance within the device. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire could not be advanced or withdrawn through the catheter. The physician did not believe tissue was caught in the device and said it felt like a "mechanical force had clamped down". The catheter and wire were withdrawn through the sheath. The wire could not be removed outside of the patient's body, so the catheter and guidewire were both replaced. The procedure was successfully completed with no patient complications. The catheter is expected to be returned for analysis.